Manufacturer narrative:
The complaint device was not returned to ascent for an evaluation so an examination or testing of the device could not be completed. A maude database search revealed that the original equipment manufacturer has received similar complaints which indicate there is no direct relation between ascent's reprocessing steps and the reported failure mode but rather a direct correlation with generator settings and/or end user technique. Ascent's instructions for use state: "higher generator power level is warranted for greater tissue cutting speed and for greater coagulation use a lower generator power level. The amount of energy delivered to the tissue and resultant tissue effect are a function of many factors, including the selected power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the ultrasonic scalpel "did not seal the tissue and caused the patient bleeding." An additional procedure was performed for hematoma evacuation, wound exploration, and the vessel was treated with the ascent scalpel and suture slips were applied. The patient was reported to be in satisfactory condition following the additional procedure.